Event description:
It was reported that revision was necessary due to a cobalt allergy. Hip pain started approximately 4 months post-op.

Manufacturer narrative:
This report will be amended when our investigation is completed.